Event description:
#169 dental bur from ss white (ref: 10801, lot: l04l) shooting out of dental handpiece. Replaced handpiece and same but 2x, with same difficulty and result. No injury to patient, near miss. Ref report: mw5167705.